Event description:
Fail code 570. Info was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump since the last baxter service event.